Event description:
Covidien received information that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The manufacturing date was not availible and has been requested.the service center confirmed the n65 display was missing segments. The saturation of peripheral oxygen (spo2) printed circuit board (pcb) was replaced.(B)(4).